Event description:
During the embolization of a ruptured basilar tip aneurysm, it was reported that the aneurysm ruptured. The treatment given was " medication, surgery and hospitalization" no other details for the action taken were provided. The physician attributed the event to " the procedure , sah, rupture/ re-rupture and possibly to the gdc device. No info was provided as to the model of coil used, when during the procedure the event occurred or pt status.

Manufacturer narrative:
No allegation of device malfunction.